Manufacturer narrative:
The initial MDR was incorrectly submitted as follow up #1. This record is for the correction to initial report.

Event description:
The initial MDR was incorrectly submitted as follow up #1. This record is for the correction to initial report